Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure in a restenosed previously unspecified stented lesion in the proximal right coronary artery with three overlapping xience v stents, one 2.75 x 23 mm, one 3.0 x 28 mm and one 3.5 x 8 mm. On (B)(6) 2011, the patient was hospitalized and silent ischemia was confirmed with a 42.4% stenosis in the proximal right coronary artery and a 27.9% stenosis in the mid right coronary artery. On (B)(6) 2011, the patient underwent percutaneous coronary revascularization in the target vessel, target lesion for restenosis. The patient's condition resolved on (B)(6) 2011. The patient was discharged from the hospital on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use. It was reported that the xience v stents were implanted in a stented restenosed lesion. It should be noted that the (B)(4) xience v everolimus eluting coronary stent system instruction for use states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. It is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects. There were no reported product deficiencies. The reported patient effects of ischemia and stenosis/restenosis are listed in the (B)(4) xience v everolimus eluting coronary stent system IFU as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.